Event description:
A report was received that following an implant procedure the patient wasn't able to move their legs due to paralysis. The patient is unable to feel her left leg and has partially feeling in the right leg. The physician doesn't believe that the paralysis is device related. The patient was sent to a rehabilitating center and is regaining the use of her legs.

Manufacturer narrative:
Additional information was received that the physician does not feel that the paralysis was procedure related, and that the patient experienced a non-device related hematoma. The physician is unclear whether the paralysis was caused by the hematoma, and whether the hematoma occurred during the implant procedure. The patient did receive medical treatment for the hematoma by having a laminectomy.

Event description:
A report was received that following an implant procedure the patient wasn't able to move their legs due to paralysis. The patient is unable to feel her left leg and has partially feeling in the right leg. The physician doesn't believe that the paralysis is device related. The patient was sent to a rehabilitating center and is regaining the use of her legs.